Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and instructed to call back if the issue occurred again.